Manufacturer narrative:
Evaluation- the product was not returned to assist with the investigation. Patients medical records are unknown, no product is available and no imaging is provided. Therefore, it is impossible to comment on the alleged 'unsuccessful attempt to remove' the tulip filter. Also, it is unknown, when the attempt was made, and if the filter is still in situ. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Catalog # and lot# are unknown, but the tulip filter is manufactured/inspected according specifications. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events.

Event description:
It is alleged that the patient received a gunther tulip filter in (B)(6) 2005 at the (B)(6). The implanting physician is unknown. The patient alleges there was an unsuccessful attempt to remove the filter. It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that patient received a gunther tulip filter in (B)(6) 2005 at the (B)(6). The implanting physician is unknown. The patient alleges there was an unsuccessful attempt to remove the filter. It is alleged that the patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.